Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while in use on a pt the 840 ventilator had an inoperative upper gui screen. The pt info was not reported. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb and backlight inverter pcbs. The unit passed extended self-testing.